Event description:
It was reported to kendall that a nurse gave an insulin injection, pulled the safety shield up and off, and then the nurse's hand bounced back onto the used needle. No samples or lot number available. Samples were discarded at facility.